Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system was not switching on. Upon troubleshooting, the fse observed a rotation fault error appearing on the ups, along with a customer mains fault. To resolve the issue, coordination was carried with the hospital team and the ups team. After the hospital electrical maintenance department corrected the customer mains issue, the system became functional. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. External power failures or outages may occur, which can cause the azurion system to not boot up/start up or shut down. This scenario includes a situation in which the main hospital power supply is not functioning, or there is a localized power failure that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.